Event description:
A medtronic representative reported an issue transferring a scan from the site¿s o-arm to the stealth station during a spinal fusion case. The scan transfer progress bar on the stealthstation was present when the screen switched to an exiting message. The stealthstation remained at this screen until a hard shut down was performed. After rebooting the system, the medtronic representative was able to locate the exam without having to transfer it again, and the surgeon was able to navigate successfully without impact to the patient.

Manufacturer narrative:
The issue could not be replicated on site. The system error log files have been received by the manufacturer and investigation is in progress.